Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead underwent device replacement for gradually increasing pacing impedance measurements. Latest impedances were 1700 ohms; however, sensing and pacing thresholds were within range. The device was replaced with another ICD; after which, pacing impedances were more than 2000 ohms. There was reportedly no problem but the physician wanted to know the exact impedance measurements. As such, a device memory download was submitted for analysis, which confirmed pacing impedance measurements of more than 2500 ohms. No adverse patient effects were reported. The previous device was successfully replaced and the new device and lead remain in service. Additional information indicated that the impedance measurements on the old device, though increased, had remained within range. It was further confirmed that the new device was successfully implanted and remains in service. The old device will no longer be returned. Attempts to obtain additional information on the model and serial number of the lead were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.